Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that ¿I have been trying to get an mroi. Another hospital has cancelled to have it done. Said a lead was loose for my vns." No additional or relevant information has been received to date.